Event description:
It was reported by the (B)(4) study that the patient had diaphragmatic stimulation after programming the left ventricular (lv) output from 0.8v to 1.5v. The lv output was reprogrammed to 0.8v to correct the diaphragmatic stimulation and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.